Event description:
It was reported that bd pegasus gn 18ga x 1.16in prn non-pvc leaked. The following information was provided by the initial reporter, translated from chinese to english: leakage from xinma indwelling needles in the CT room.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
No additional information provided.

Manufacturer narrative:
1.DHR/bhr review: (1) the batch number of the complained product is 3132811, is 18g and product code is 383755, produced on 2023/06, with a total of (B)(4) pieces in this batch; (2) check the process inspection and delivery inspection report. The test results all meet the product standards and there are no abnormalities; (3) check the production records, there were no nonconformance, deviation or rework activities. 2.the customer did not return samples or pictures,the defect status cannot be confirmed. 3.take the retained sample of this batch for 45psi system leakage test, and no abnormality was found. Test report refer to attachment 1. 4. The history of customer complaints for the same batch of products has been reviewed, and no complaints of the same defects have been found. In summary,due to the lack of samples returned by the customer, the specific defect status cannot be confirmed, therefore the root cause of the complaint cannot be confirmed. The factory will continue to monitor the trend of the defect complaint.